Event description:
The customer reported that around 6 months ago ((B)(6) 2014), her blood glucose was around 500 mg/dl, so she went to the ER and was diagnosed with diabetic ketoacidosis (dka). She was treated with an insulin drip. She also stated that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported ER visit for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.